Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 1400 mg/dl after approximately 36-48 hours of pod wear. Reported symptoms included low blood pressure, dizziness, and fainting with loss of consciousness. The patient stated that he passed out and was unconscious at home for approximately two days before being found and transported to the hospital. The patient was subsequently hospitalized and diagnosed with tachycardia greater than 160 beats per minute, possible heart attack, elevated troponin, and dehydration. Treatment at the hospital consisted of intravenous fluids, blood transfusion, and unspecified cardiac medication. The patient remained hospitalized for eleven days and was discharged on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia, hospitalization, and subsequent cardiac complications. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.